Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issue of "false positive" was reported. Product is used for diagnostic purposes. No harm(s) were reported. Refer to (B)(4) _investigation_26feb2024.pdf for the complete investigation. Based on the information in the attached investigation, no further investigation is required. Monitoring of "false positive" will continue and there are no additional recommended actions at this point. A most probable root cause for the issue of "false positive" cannot be determined without returned product. Potential root causes include but are not limited to: - assay false amplification (design defect) - air bubbles in reaction chamber (design defect) - assay contamination/degradation (process failure) - improper storage/handling (use error).

Event description:
Customer contacted on (B)(6) 2024 to report an invalid result as a false positive. The customer mentioned that flu a showed as positive after 10 minutes. Then all the lights started to flash after 30 minutes. He ran a second test later and everything appeared as negative. Evidence provided, he also sent a picture of the second test used to verify the first result. Amount of test kits affected: 1 date in which the test was run: (B)(6) 2024 before starting, were the instructions read? Y/n yes may I have your lot and test kit #? Lot #: k10a112012233m5 test kit #: 3a4d1f3a location of testing? Indoor/outdoor indoor was the test completed on a flat surface? Y/n yes was the swab rotated 5 times in each nostril? Y/n yes were you 6 feet from another person when taking the test? Yes were you exposed to covid with in the previous 24 hours of testing? Did not reply was the vial liquid purple in color? Y/n yes was the test moved while it was running? Y/n no how soon after the initial positive test was a retest(s) completed? 30min what test did you use to confirm the false positive? Lucira how many total tests were run before getting this false positive? 1 did the person tested, contact a healthcare provider? Y/n yes if yes, how is the person tested doing? Is the person tested undergoing any treatment? Ok is your kit covid/ flu or covid 19? Covid flu please provide the status of each led status? (Only for covid/ flu kits) covid led status: negative::flashing flu a led status: positive::on flu b led status: negative::flashing.

Event description:
"Customer contacted on 02/19/2024 to report an invalid result as a false positive. The customer mentioned that flu a showed as positive after 10 minutes. Then all the lights started to flash after 30 minutes. He ran a second test later and everything appeared as negative. Evidence provided, he also sent a picture of the second test used to verify the first result. Amount of test kits affected: 1. Date in which the test was run: 2/19/2024. Before starting, were the instructions read? Y/n yes. May I have your lot and test kit #? Lot #: k10a112012233m5. Test kit #: 3a4d1f3a. Location of testing? Indoor/outdoor indoor. Was the test completed on a flat surface? Y/n yes. Was the swab rotated 5 times in each nostril? Y/n yes. Were you 6 feet from another person when taking the test? Yes. Were you exposed to covid with in the previous 24 hours of testing? Did not reply. Was the vial liquid purple in color? Y/n yes. Was the test moved while it was running? Y/n no. How soon after the initial positive test was a retest(s) completed? 30min. What test did you use to confirm the false positive? Lucira. How many total tests were run before getting this false positive? 1. Did the person tested, contact a healthcare provider? Y/n yes. If yes, how is the person tested doing? Is the person tested undergoing any treatment? Ok. Is your kit covid/ flu or covid 19? Covid flu. Please provide the status of each led status? (Only for covid/ flu kits) covid led status: negative::flashing. Flu a led status: positive::on. Flu b led status: negative::flashing".

Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issue of "false positive" was reported. Product is used for diagnostic purposes. No harm(s) were reported. It should be noted that information regarding flashing lights for individual assays as additionally mentioned by the customer is captured in the instructions for use (IFU) for the lucira covid-19 & flu home test (inst095 revb.0). Per section c - test unit result display, "if any individual assay gives an invalid result, all results for that test unit should be considered invalid and testing should be repeated with a new lucira by pfizer covid-19 & flu home test." However, this investigation will address the issue of "false positive". Failure analysis (fa) was performed on 1 affected device (k10a112012233m5) for the issue of "false positive". Refer to attached file-014738, file-014739, file-014740, file-014741, file-014742, and file-014743. Failure analysis investigation finding "chamber: bubble(s)" was concluded and can result in the reported issue of "false positive". Bubbles in the chambers can interfere with the colorimetric signal and mimic data curves that would typically indicate amplification in the respective chambers, even if the target virus is not actually present. A DHR review of kit lot number k10a112012233m5 (expiration date 31mar2025) and device module (dm) lot number t01103041023ad1 (DHR 23120051) included in the kitted product was performed; no ncrs were identified that could have contributed to the issue of "false positive". The potential harm resulting from "false positive" is "unnecessary treatment" and is documented in lucira covid-19, flu a and flu b system hazard analysis (rsk062, revb.0) in hazard ids 24 and 29. Rsk062 has been revised to revd.0; however, rsk062 revb.0 remains applicable to this investigation due to the date the product was commercially manufactured. A supplemental report will be filed if any further investigation and/or additional information is obtained. This device is marketed under eua (B)(4). Based on the information above, no further investigation is required. Monitoring of "false positive" will continue and there are no additional recommended actions at this point. Failure analysis investigation finding "chamber: bubble(s)" was concluded for k10a112012233m5 and can result in the reported issue of "false positive". Changes to note: d9 date updated. G1 updated. H4 added. H6 coding updated.